Manufacturer narrative:
(B)(4), date sent: 2/24/2025. D4: batch # y7055t. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was received with a clip in jaws and with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed seven(7) malformed clip and then it ejected four(4) clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the camplate was found to be broken causing the malformed and ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a neck dissection procedure, halfway through the usage of the clip applier the device started scissoring clips. A second device was opened and again halfway through the usage of the clip applier it would start scissoring clips. Two additional devices were used to continue with the procedure. There were no adverse consequences reported.